Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle p t mesh. Later the pt experienced suture exposure, pain, secondary prolapse, urinary urgency, dyspareunia and a wire poking out around the rectum. The exposed rectal suture was trimmed. A perineorrhaphy modification, rectocele repair with native tissue and mesh excision were performed.